Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not confirm cap separation. The analysis did reveal that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits moderate char on surface, and exhibits slight melting at the output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a laser photo vaporization of the prostate procedure, the fiber cap of the second fiber being used separated after 168,656 joules. The tip of the fiber was not cleaned during the procedure. A third fiber was utilized to complete the procedure with no patient complications.

Event description:
It was reported that during a laser photo vaporization of the prostate procedure, the fiber cap of the second fiber being used separated. A third fiber was utilized to complete the procedure with no patient complications.